Manufacturer narrative:
(B)(4). Approximate age of device - 144 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 for down trending hemoglobin. The patient was taken to the gastrointestinal lab the following day where a colonoscopy and upper endoscopy was completed with 9 clips being placed, 2 clips to the stomach at a previous clip site. Anticoagulants at time were aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.